Manufacturer narrative:
(B)(4). The device was returned for analysis. The shaft separation was confirmed; however, the stent dislodgement was not confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the previously filed medwatch, the stent delivery system (sds) was returned with the stent implant still on the balloon, not dislodged as reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). Two xience prime stents were successfully deployed. However, the 3.0x23mm xience prime stent delivery system (sds) failed to cross the lesion due to the patient's anatomy. Reportedly, there was a shaft separation and a stent dislodgement; however, no additional information was provided regarding when the shaft separation and stent dislodgement occurred. However, there were no reported adverse patient effects, no reported intervention performed, and no reported clinically significant delay in the procedure. A non-abbott sds was used to complete the procedure. There was no additional information provided.